Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: exchange sheath and clip applier did not match. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the exchange sheath did not attach to the clip applier and a click was heard. However, when advancing the thumb advancer, the sheath did not completely split and the exchange sheath and the clip applier separated at the hub. The device was removed without incident and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, there was no additional information available.